Event description:
It was reported that a user experienced a prolonged high glucose event following treatment of a prior hypoglycemic episode while using the ilet system, during which a bent infusion cannula was discovered and the user inadvertently initiated a ¿fill tubing¿ command after connecting, delivering approximately 0.4 units before disconnecting and then performing the intended cannula fill and resuming delivery. Symptoms included headache and blurred vision during the hyperglycemia, and a documented low of 53 mg/dl earlier in the day. Outcomes included elevated glucose above 180 mg/dl for about five hours with device alerts for severe hyperglycemia, no use of backup therapy initially, later consideration of a manual injection with instructions provided to avoid insulin stacking, and subsequent report of improvement with glucose trending down to 260 and declining ketones; no professional medical intervention or hospitalization occurred. Investigation included guided troubleshooting, infusion set replacement, verification of proper priming sequence, assessment for site issues or leakage, and education on hypoglycemia treatment and post-injection pump reconnection timing. Investigation of this case revealed an infusion site issue due to a bent cannula and a user priming error that was promptly corrected, with hyperglycemia also likely influenced by overtreatment of hypoglycemia and a large meal entry. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and infusion site failure contributing to hyperglycemia, with device function restored after correct setup and education.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.